Event description:
It was reported that a sensor wire was used during a cystourethroscopy with ureteroscopy; with treatment of ureteral stricture procedure performed on (B)(6) 2022, to treat a patient with hydronephrosis with ureteral stricture, not elsewhere classified. During the procedure, the patient's ureter was injured. The patient was discharged on the same day.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of september 1, 2022, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of other injury of the ureter. Impact code f12 captures the reportable event of serious injury. Impact code f2303 captures the reportable event of medication required.